Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose device with reported issue referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that there was a closure of a mildly calcified right common femoral artery with two proglide devices after a diagnostic coronary procedure with a 6f sheath. Reportedly the first proglide device had a suture break after removing the plunger. A second proglide was used but pulsatile blood flow was not noted in the marker lumen. A third proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported ¿pulsatile blood flow was not noted in the marker lumen¿ was not confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported obstruction of flow and unexpected medical intervention appear to be related to operational context. It is likely that under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle is due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.